Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to an out of range shock impedance measurement of 125 ohms. A review of the device data identified a gradual rise and variability in the measurements over the past few months. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.